Event description:
It was reported that the implantable cardiac defibrillator (ICD) was "ringing" and could not be interrogated. The ICD was explanted and replaced. It was noted that in the patient's home there were many speakers and hi-fi (high fidelity) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
The device was returned and analyzed. During the analysis of the returned device, the device entered a power on reset loop. The failure on the hybrid disappeared during analysis and the die stack functioned nominally. Based on the destructive analysis results of the battery, no internal short occurred in the battery and no evidence was found of a condition that would cause a high internal current drain.